Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was attempted and unable to get receiver to communicate with the global communication tool. A "call tech support" error was observed on the screen of the receiver. The complaint of the receiver ceasing to function was confirmed. The root cause could not be determined, post investigation.